Manufacturer narrative:
Patient code capsular contracture baker grade unknown was erroneously omitted in initial report submitted on 10/29/2019. Reason for device explant and/or reoperation: rupture and capsular contracture baker unknown manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/21/2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During analysis of the device a rupture was noted in the posterior view, measuring approximately 2.0 cm, within the rupture a siltex cracking was noted. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 275cc mentor memorygel breast implants experienced bilateral silent rupture post procedure. As a result, patient had undergone bilateral removal and replacement with 275cc mentor memorygel breast implants on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-22743 for contralateral prosthesis report.